Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per the dealer the unit has no power. MDR filed.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1531186-2012-00266, indicating the serial number as (B)(4).